Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# pr241482. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Summary of investigational findings: this complaint focuses on deployment difficulty faced by the customer in releasing the bare stent of the zta-d-32-160-w1. It was reported that the customer released the bare stent by following troubleshooting guidance. As per information addressed in this complaint, this event did not result in harm to patient and the procedure was completed with the use of troubleshooting. No product or imaging was provided for the investigation. The cause is unknown. Internal action is created to address the failure of "difficult to deploy distal end of stent graft". No evidence to sugest that the device was not manufatured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to devices under PMA/510(k) p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: a 76 year old male patient previously had taa repair with a graft from a different manufacturer (36x36x150) in 2013. In 2014, cook's tx2 (zteg-2p-38-152-pf) was additionally placed for type ia endoleak. On (B)(6) 2018, additional tevar was performed for erosion at the distal end of the graft and penetrating atherosclerotic ulcer (pau) at diaphragma level. The physician selected zta-d-32-160-w1 that was considered to be easy to align the distal end since he had to align the distal end right above the celiac. The physician inserted the delivery system from the left femoral (7.6mm with some calcification) and deployed the stent graft as labeled, but the physician fluoroscopically found the distal bare stent was not released at all. The physician told the cook representative who was attending the procedure that he felt more resistance than usual when he slid the sheath together with the black telescoping gripper to release the distal bare stent. So the representative told the physician the possibility that the trigger wire might not have been released, and removed the trigger wire as refering to the troubleshooting. Then the physician advanced the sheath to the bottom cap area and stabilized the sheath, and pulled back the gray positioner. The distal bare stent was released and the procedure was completed. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.